Event description:
It was reported that during a thyroidectomy procedure, on the first firing the device cut the vessel instead of applying a clip. Procedure completed with same/like device. Impact to patient is unknown at this time. :

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? Vessel. Was the clip fully advanced into the jaws prior to firing? (If applicable for the reported device) unk. Was there any torquing or twisting of the device at the time of firing? Unk. Was any unexpected resistance felt when pressing the firing the trigger? Unk. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? Unk. Did any clips fall into the patient? Unk. If yes, were they retrieved? Unk. Was the device fired after this incident, in or out of the patient? Yes. What were the patient indications for surgery? Thyroidectomy. What was found during surgery? Thyroidectomy. Does the patient have any relevant history of surgical treatments? Unk. Did someone other than the primary surgeon fire the device? No.

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty; however the lockout mechanism was nonfunctional. The damage lockout mechanism is not related to the jaw cutting vessel issue reported. No testing could be performed as the instrument was returned empty. The instrument was disassembled and the lockout spring was damage and out of position, which denotes that the lockout had been fired through. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.